Event description:
It was reported that the display of the customer's insulin pump has a square black ink spot. Advised insulin pump would be replaced.

Manufacturer narrative:
Unit had bleeding at bottom of lcd glass. Also unit had minor scratched lcd window and cracked reservoir tube lip.